Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital due to sepsis. Flouroscopy showed that vegetation had developed on the tricuspid valve and the right ventricular lead. The vegetation was removed via angiovac guided by a transesophageal echocardiography (tee). The system was extracted. Upon extract visible externalization of the internal wires and fraying of the wires was noted on the right ventricular lead. The patient was recovering. Related manufacturer reference number: 2017865-2019-18573; related manufacturer reference number: 2017865-2019-18574.